Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of medical records. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. MRI reflected large fluid collection with muscle atrophy. Follow up visit notes demonstrated significant fluid collection noted on MRI and iliopsoas bursa. Cobalt level was 1.3. Chromium level was 1.6. The patient experienced leg length discrepancy with increased offset and feelings of instability secondary to her acetabular component. Revision op notes demonstrated the patient was revised due to corrosion and instability. Significant trunnionosis noted around the head and neck. Stem was well-fixed and removed. The liner had been fractured where the posterior lip was. There were fragments of this poly throughout the joint. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: item# unknown, unknown liner, lot# unknown; item# unknown, unknown head, lot# unknown; item# unknown, unknown cup, lot# unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2019 - 02085.

Event description:
It was reported that patient underwent revision due to unknown reasons approximately four and a half years post initial implantation. Attempts to obtain additional information was made; however, none was available.

Event description:
It was reported that a patient had a left total hip arthroplasty performed. Subsequently, approximately five (5) years post op the patient was revised due to due to pain, instability, elevated metal ions and pseudocapsule. During the revision, trunnionosis was noted as well as acetabular liner fracture. The patient leg lengths were off by one inch from the primary surgery. All zimmer biomet products were revised.

Manufacturer narrative:
(B)(4). Concomitant medical products: 00875700001 dome hole plug single pack 62445715, 00625006520 bone screw self-tapping 6.5 mm dia. 20 mm length 62388482, 00625006515 bone screw self-tapping 6.5 mm dia. 15 mm length 62163395, 00875704801 shell with cluster holes porous 48 mm o.d. Size gg for use with gg liners 62362442, 00801803203 femoral head sterile product do not resterilize 12/14 taper 62346852, 00875200832 liner elevated rim 32 mm i.d. Size gg for use with 48 mm o.d. Size gg shell 61693869. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0002648920 -2019 -0055 head, 0001822565-2019- 03208 liner.